Event description:
Product analysis has been completed for the generator and lead. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis for the lead was completed on 03/30/2015. No obvious anomalies were noted with the returned lead portion that was not attributed to the explant procedure. Analysis of the lead is reported and captured in mfg report #: 644487-2015-04270.

Manufacturer narrative:
Suspect device UDI: (B)(4). This information was inadvertently left off of initial MFR. Report.

Event description:
It was reported that the patient had an infection following generator replacement and that the patient would undergo generator replacement the next day due to the infection. During the generator replacement surgery a lead fracture was also identified. The lead fracture is reported in MFR. Report # 1644487-2015-04270. Both the generator and lead were explanted as the physician did not plan to perform both lead and generator replacement. The patient has been admitted to the hospital and is being followed by infectious disease and will undergo device reimplant once cleared by infectious disease. The explanted generator and lead were received for analysis. Analysis is underway, but has not been completed to date.

Event description:
Clinic notes dated (B)(6) 2015 reported that the patient's incisions were healing well, and that the vns system was intended to be replaced after approval from the treating physician. The clinic notes indicated that the incision still had seepage. Cultures were taken and showed (B)(6), with the infection thought to be limited to the generator pocket. The patient was treated with IV antibiotics. Clinic notes dated on (B)(6) 2015 reported that the incision had healed, and that re-implantation would be scheduled. The patient was seen by an infectious disease specialist on (B)(6) 2015 where it was noted there was an increase in erythema and pain at the left chest incision where the leads were clipped. The site at the generator was reported to be doing well. It was then reported by the surgeon on a visit on (B)(6) 2015 that the remaining lead would be removed due to the remaining infection. The remaining portion of the lead was removed on (B)(6) 2015. The device was discarded and is not available to be returned for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.